Event description:
It was reported that the blade was lifted. The target lesion was located in an arteriovenous fistula. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use to treat stenosis. During the procedure, the balloon was inflated multiple times across different segments of the stenosis. Upon removal via standard technique, it was noted that the surgical blade was sticking up on part of the balloon and contrast was escaping through the sheath. The sheath was split after removal from the patient. No patient complications were reported.